Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that when the surgeon went to use the zimmer air dermatome ii for a graft, he tried depressing the lever to operate and nothing happened in unit. Only the sound of air escaping at the hose connection was noted. The surgeon hooked up another handpiece and it worked. There was no harm or medical surgical intervention was reported, and procedure completed with an alternate device. It was reported that there was a ten minute increase in surgical time.